Event description:
After 4 years of implant use, this pt reportedly pulled the oloctrode array out with an ear pick pt had inserted into their ear canal. After this incident, pt reported that their tinnius was very loud. Discharge from the ear was reported. Explantation/reimplantable surgery took place 08/03/2005.